Manufacturer narrative:
The other adverse events issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, using the waa when the incident happened, the incident occurring before implanting the device, and the incident occurring immediately after the procedure have been ruled out as potential causes. However, the leads were implanted on the right side of the patients face (infraorbital and mandibular) which is an off-label location. The stimulator is used to treat pain. The cause of the swelling/cloudy eye is unknown and the provided information does not evidence that the device contributed to the issue. However, the devices were implanted off-label as they were implanted in the face (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The implanting clinician's office reported an explant procedure so that a patient could have an MRI procedure. Additionally, the patient's eye was becoming cloudy and swelling was present in the face and neck. The devices were not causing any discomfort and was still providing relief. An explant procedure was performed on (B)(6), 2022 and no further issues have been reported.